Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced a delay of up to one minute for the biometric identifier to activate after entered their username during login. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that netbios and ipv6 were disabled on both network adapters. A field service engineer (fse) installed the latest biometric identifier (bio ID) firmware and replaced the bio ID device; however, slowness persisted during login. Testing showed authentication worked normally when the network cable was disconnected, indicating a network-related delay. The fse advised the customer to raise a ticket for slowness issue. The system functioned as intended after the field service engineer resolved the issue.